Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. A review of the downloaded data log found firmware errors. The reported event of an error icon display was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 to report that the receiver displayed error 121 on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available.